Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that following an uncomplicated intraocular lens (iol) implantation in the left eye, the patient presented with high intraocular pressure, then fibrin in anterior chamber responsive to steroid treatment. Slit lamp findings were fibrin in anterior chamber. No culture samples were obtained. Reported as toxic anterior segment syndrome (tass). Patient's bcva decreased, oc.sin. 0.1. Treated with tobramycin, dexamethasone, timolol, tropicamide (drops), and prednisone (oral 20mg). Additional information was requested, but not received.

Event description:
Additional information was received. At the one month post procedure examination the anterior segment was calm and there was a sheet-like opacity in the vitreous with edema in the anterior part of the vitreous. This was treated with tobradex, simbrinza (antiglaucomatous)and prednisone.

Manufacturer narrative:
Updated b5, b6, g3, g6, h2, h6 and h11.